Event description:
It was reported that during a routine checkup it was observed that the cs300 intra-aortic balloon pump (iabp) was vibrating. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Type of investigation not yet determined: additional information is being requested in regards to whether or not the customer has requested for getinge to service the iabp unit involved. A supplemental report will be submitted when additional information is provided.

Manufacturer narrative:
Corrected fields: d5, e1(event site address line 2: n/a, initially it is mentioned as (B)(6), event site telephone: (B)(6). Additional information: e1(event site state:(B)(6)). A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. The fse checked and found machine is vibrating and suspected issue with compressor. The fse replaced the hydraulic component pump assembly (d102-00-0001) and checked the machine for more than hour and no issue was found. The iabp was then released to the customer and cleared for clinical service. There was no patient involvement, and no adverse event reported.